Event description:
It was reported that prior to starting a da vinci si surgical procedure a mega suturecut needle driver instrument had a broken cable at the distal end. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Additionally, the same frayed grip close cable was derailed at the distal idler pulley. The grips could still open and close but movement may not be precise. The cable derailment was likely due to the cable losing contact with pulley during wrist articulation. Fleet angle between proximal and distal pulleys may have contributed to the derailment. An additional observation not reported were scratches on the surface of the pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.